Event description:
On (B)(6) 2015, per medwatch: it was reported that the IV nurse inserted a 4fr single lumen peripherally inserted central catheter without difficulty. When the stylet was removed, it was noted that the end of the stylet looked split and frayed. The attending was notified and an x-ray completed. There was no retained object noted on the x-ray.

Manufacturer narrative:
A lot history review (lhr) of reyh1352 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer at this time for evaluation.